Manufacturer narrative:
The pt with a medical history lumbar intervertebral disk hernia, subarachnoid hemorrhage, subarachnoid hemorrhage, right middle cerebral artery aneurysm, and benign tumor of the neck was admitted and after obtaining the pt's consent, eligibility according to the selection and exclusion criteria prescribed for the embolization procedure was confirmed. The pre-procedure medication consisted of bayaspirin 100mg/a day, and panaldine 200mg/a day. Intra-procedure medication consisted of novo-heparin 5000 units for injection, novastan hi injection, cefamezina injection, and decadron phosphate injection. Post procedure medication given were sosegon injection (15mg), atarax p (25mg), perdipin, novastan hi injection, and decadron phosphate injection. No adverse events, etc, occurred, and the pt was admitted, as planned, for the procedure. Prior to procedure, the pt did not present with any symptoms. The pt underwent an embolization procedure with multiple coils and an enterprise stent to treat a wide-neck cerebral aneurysm of the left internal carotid artery (cavernous sinus portion). The act before the procedure the procedure was 118 seconds. During the procedure, the act was recorded to be 260, 267, 250 and 256 seconds (sheath removed). The aneurysm pre-procedure measurement was a height of 13.2mm, width of 19.1mm, and the neck diameter of 8.8mm. After the procedure, the aneurysm height was 14.3mm, width 18.3mm, and the neck diameter was 10.3mm. The pre-procedure parent vessel measured 4.0mm proximally and 3.8mm distally. After the procedure, the parent vessel measured proximally measurement was 3.8mm, and distally was 3.7mm. The anatomy was not tortuous, angled, heavily calcified or with plaque. After properly inserting the enterprise stent (4.5x28mm), coil embolization was performed uneventfully, and the procedure was concluded. The equipment utilized for the procedure consisted of the following: extension tube high-pressure type 750mm rotator (2), s1 sheath (hemostasis valve) si-ben (3), goodtec y connector set yokoa, surgical preparation kit (ag set ii), trufill dcs syringe, radifocus introducer iih, 7fr 25cm rr, radifocus introducer iih, 7fr 25cm rr, bard i.c. Silver foley tray b 10ml 014fr, fansac ii 2fb5f-38b-120-a-hk-j. Bright tip 7f/90cm, mti hydrophilic guidewire (x-celerator), hyperglide occlusion balloon catheter 10, excelsior 1018 150/6 2m, synchro guidewire .014/200cm, insyte autoguard 22g 1.0 (3), transend ex floppy 46-807, trufill dcs complex basket 20mm/30cm (4), trufill dcs complex basket 18mm/30cm (3), trufill dcs complex basket 16mm/30cm (2), trufill dcs complex basket 14mm/30cm, trufill dcs complex fill 10mm/30cm (3), trufill dcs orbit complex fill 8mm/24cm (3), trufill dcs orbit 7mm/21cm (2), trufill dcs orbit complex fill 6mm/15cm (3), trufill dcs orbit complex fill 5mm/15cm (3), gdc10 soft 2d sr 4mmx8cm (2), gdc10 soft 2d sr 5mmx10cm (4), gdc-10 ultrasoft 4mmx8cm (2), gdc-10 ultrasoft, 4mmx4cm, gdc10 soft 2d sr 5mmx8cm (2), gdc10 soft 2d sr 3mmx4cm, gdc10 soft 2d sr 3mmx3cm, angio-seal sts plus, guidewire m, angle type 0.035 150cm. Aneurysm characteristics and location appear to have contributed to the reported 6th nerve palsy post stent assisted coil embolization. Based on the aneurysm size pre-procedure compared to post procedure, it is possible that the number of coils and size of the coils implanted relative to the aneurysm size may have contributed; however, without procedural and post procedural images, no conclusion can be made regarding the reported events were reviewed for any non-conformance's related to the reported incident and non-conformance's related to the reported incident were found. The enterprise stents involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region manufacturing. The size and characteristics of the vessel that the enterprise stent was implanted in are not known. It was reported that the 4.5x14mm stent was being used for coil embolization of a 6mm wide neck aneurysm. The size of the aneurysm neck is not known. As indicated in the IFU the selected stent length should be at least 10mm longer than the aneurysm neck to maintain a min of 5mm on either side of the aneurysm neck. It is not known if all of the slack was removed from the system, or if the position of the stent delivery system was maintained as the microcatheter was withdrawn to deploy the stent. It is possible that vessel and procedural factors contributed to the stent movement. It was reported that no further procedural info will be provided. Based the limited info pertaining to the stent movement it is not possible to make a conclusion regarding the cause of the report of proximal stent movement at the time of deployment. This is the eleventh of multiple products used during the same procedure on the same pt, which is associated with mfg report #1058196-2008-00015, -00058, -00059, -00060, -00061, -00062, -00063, -00064, -00065, 00066, -00069, -00070.

Event description:
After undergoing multiple coils embolization assisted with an enterprise stent, the subject complained of difficulty seeing with the left eye, and blepharoptosis of the left eye was confirmed. Because the possibility of left oculomotor paresis was considered, decadron 8 mg intravenously, was started. Five days after the procedure, angiography was performed, and the absence of complete thrombosis of the cerebral aneurysm and embolic coil displacement was confirmed. Absence of migration of the stent was also confirmed. The left diplopia and blepharoptosis persist. The principal investigator judged the event in question as "the possibility of a relationship to the damage cannot be ruled out". The pt was discharged with unchanged symptoms of abducens palsy. Other complications noted were hypertension and constipation. Procedural films were not available.